Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc). It could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus service operation repair center (sorc), omsc surmised that the image failure was attributed to the temporary water invasion into the ccd unit due to the water leakage of the focus ring, also the water leakage of the focus ring was attributed to damage of the focus ring due to the applying the excessive force. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, sorc found on the subject device as follows; the corrosion on the electrical contacts of the video connector the water leakage in the focus ring the shift of the endoscopic image position due to the loosening of the endoscope mount however the reported phenomenon was not duplicated. It was not provided the other detailed information. There was no patient injury associated with this report.